Event description:
Pt 1 initial troponin t result of 0.267 ng/ml. Same sample repeated twice recovered <0.010 ng/ml each time. Pt 2 initial troponin t result of 0.148 ng/ml. Same sample repeated twice gave value of 0.081 ng/ml and 0.078 ng/ml. Initial result was not reported. The field service rep was unable to determine cause.